Event description:
Patient was admitted to the hospital with blood sugars in the 500s. Patient's father states that he doesn't know if patient was receiving all of his insulin as the device wasn't serviced in a while.